Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a unexplained high blood glucose. Customer's blood glucose was 239 mg/dl. Customer treated by doing a correction with the pump. Customer stated that when she changed her infusion set, her blood glucose went down from 250 mg/dl to 89 mg/dl. Customer stated that the drive support cap appears normal. Customer had 2 air bubbles in the tubing right next to each other. Customer stated that the bubbles are not very big but they are bigger than a champagne bubble. Customer stated that the bubbles are not getting smaller nor are they being pushed out of the tubing. Customer stated that it looks like there are air bubbles in the tubing itself. Customer reported that the insulin was stored at room temperature and the insulin exits at the quick release. Customer is at work and stated that she will call back to do further troubleshooting. Customer stated that she did talk to her trainer about an hour ago and the trainer changed her settings.